Manufacturer narrative:
The reported issue was not caused by a malfunction of the device. Philips product support engineering (pse) reviewed the available information, and found that due to deactivated ECG alarms between (B)(6) 2018 at 11:09 and (B)(6) 2018 at 15:22, the monitor did not announce ECG-related alarms for the life threatening events on (B)(6) 2018 between 15:04 and 15:22. A philips field service engineer (fse) tested the device, and the device was found to be working normally. The findings of the investigation by the pse were provided to the customer. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The customer reported that on (B)(6) 2018, a patient suffered cardiac arrest and the monitor did not give an alarm; the patient died. According to the customer, three times ventricular tachycardia and one time cardiac arrest were not recorded in alarm record.